Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a couple issues and questions. The patient noted that she turned the implant off to go through security. Also, it was reported that the patient was not getting relief and not feeling tingling/stimulation, or movements/pulsating in her vagina. Also, it was reported that the patient turned it on and setting was at 3.3v and it was very strong, which occurred on the day of the report. The patient has her follow-up appointment on friday. There were no further complications or anticipations reported with this event.